Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the "replace generator" message appeared on the clinical programmer when connecting to the patient's ipg. Patient is without therapy. Surgical intervention may take place at a later date.

Manufacturer narrative:
The reported observation of ¿replace generator¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. The longevity based on the programming and usage would be approximately 1 year. The total stimulation on time was 1.04 years, which aligns with the longevity estimates. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control communication circuitry, and output signal integrity. All portions of ate testing passed.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced. Issue resolved.